Event description:
On (B)(6) 2010, patient reported having trouble with the down arrow button on her infusion device. Patient stated she was attempting to do a quick bolus and her infusion device is not turning to the next screen. Patient reported holding the button down and it was not responding. Patient stated her up button was not responding as well. Patient reported she noticed the issue around a week ago. Patient stated the button pops back up after pressing. Assisted patient with setting up her backup infusion device; was successful. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.